Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified but could not duplicate the reported malfunction. The cse inspected the device and replaced the ai pcb as a precautionary measure. The unit passed extended self testing.

Manufacturer narrative:
See scanned pages.